Manufacturer narrative:
Exemption #e2007003. Device investigation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with a 250cc mentor memorygel breast implant and experienced baker grade iii capsular contracture on the right side post-operatively. As a result, the patient underwent device removal and replacement with a 250cc mentor memorygel breast implant, catalog number 3502504bc, serial number (B)(4) on (B)(6) 2019.